Manufacturer narrative:
Sechrist became aware of details of incident upon receipt of medsun report submitted to FDA by user facility. User facility did not provide device problem described in report or any specific details of incident when in contact with sechrist. According to the medsun report, "oxygen blender on ECMO pump was faulty and not oxygenating the post blood so switched out with another blender." No injury to patient was reported. User facility is reporting a malfunction of the device and not an adverse event. Sechrist is reporting to FDA only on the basis of user facility reporting in an email to sechrist information of the patient death occurring 24 hours later. Subject device was not in use at the time of patient death and played no factor in the patient death. The current design of the mixer has not changed from the original FDA cleared device. The subject device (s/n (B)(6)) was never serviced or overahuled by sechrist. The user's manual contains the following information and warning: the lifetime of sechrist air/oxygen gas mixers is 20 years provided they are overhauled using sechrist supplied components and sechrist certified technicians once every 2 years. Warning: do not use gas mixer clinically that has reached its useful life. Mixer should be decommissioned and disposed of properly. The user's manual also contains information in reagrds to performance verification prior to each clinical use: performance verification: prior to each clinical usage, the user shall perform the following tests: ·bypass/alarm system test o the user shall briefly disconnect one inlet gas to assure that the bypass/alarm system is functioning. With a single inlet gas disconnected, the audible alarm shall sound and the analyzed o2% shall indicate the o2% of the single inlet gas, i.e., 21% if the oxygen was disconnected and 100% if the air inlet was disconnected. Accuracy of oxygen concentration of delivered gas o with an accurately calibrated oxygen analyzer, the user shall analyze the o2% at the following settings: 21%, 30%, 40%, 50%, 60%, 70%, 80%, 90% and 100%. ·reverse gas flow procedure: o reverse gas flow is inspected by supplying pressure to one of the gas supply inlets while a test hose is connected to the other inlet with the free end submerged in clean water. If bubbles are detected, do not use the gas mixer. The subject device in question at time of use was seven (7) years beyond the stated lifetime of the device. Sechrist has requested subject device be returned for evaluation but user facility has informed us they will not be returning. Manufacturer refernce file no.: (B)(4).

Event description:
No incident or problem was reported on initial contact to sechrist by user facility on 02/05/2025. User facility initially called to gather information on sechrist device (air/oxygen gas mixer) in use at their facility. Sechrist only became aware of incident upon receipt of medsun report submitted to FDA by user facility.